Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate of 1818910-2020-17758. MFR is being retracted as it is a report duplication. 1818910-2020-17758 will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event description of complaint (please supply specific details): hammerplate broke off on all of them. Where / when did the event occur? Intra - op. Was surgery time extended as a direct result of incident? No. What action was taken/required to manage the problem during the procedure? With same like product. Was a patient involved: yes.